Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when infusing water into the catheter balloon during placement, a leak was found near the inflation valve.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found that the inflation valve had a fine crack, and caused water to leak out. However, the exact cause of how and when the reported problem could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿method of use - insert catheter into urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a needle-less syringe, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. -to deflate balloon and remove catheter, insert a luer tip needleless syringe in the inflation valve to allow the water to drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered."

Event description:
It was reported that when infusing water into the catheter balloon during placement, a leak was found near the inflation valve.